Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that a packaging issue with her onetouch ultra test strips. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed on an unknown date/time in may, she purchased onetouch ultra test strips that were expired. The patient reportedly manages her diabetes with an unknown type and dose of oral medication and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 24 hours later, the patient claimed she developed symptoms of ¿sweating and her palms were clammy.¿ despite her symptoms, she denied receiving any form of medical intervention. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the issue began.